Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: radifocus; guide cath: medikit 6f 90cm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was treating a moderately tortuous, moderately calcified, eccentric, 80% stenosed, de novo lesion in the external iliac artery. During pre-dilatation with the 5x20mm armada 35, the balloon ruptured at 8 atmospheres during the first inflation. A 6.0x20mm armada 35 was then used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis was not able to detect the balloon rupture reported, but identified a leak in the hub, which was found when the balloon catheter was pressurized. It is likely the loss of pressure from the hub was mistaken as a balloon rupture. A search of the complaint handling database was performed and found no other incidents identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.